Event description:
Major pump unit(s) involved: device thrombosis; additional text: device related hemolysis, proven upon explant ingested thrombus on rotor and inflow conduit kinks; specific component(s) involved: inflow graft malfunction/malposition; pump drive unit malfunction; additional text: kinks in inflow conduit; thrombus in pump; other component: causative or contributing factor: no specific contributing cause identified; other cause: intervention(s): replacement of external controller; replacement of inflow graft; replacement of pump; other intervention: implant device type: lvad; malfunction device type:.

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: inflow graft malfunction/malposition; pump drive unit malfunction.